Event description:
The customer reported the ventilator was not passing a short self test (sst), and there was no flow. While performing checkout of the ventilator for the reported problem, the respironics service technician reported a vent inop occurrence due to the blower not working. Vent inop, when in use, will stop providing ventilatory support to the pt. The ventilator was not in use at the time of the reported problem, therefore was no pt harm.